Event description:
Procedure: fee anastomosis. Pt sex: unk. According to the reporter: when firing across distal colon, a crunch sound occurred and the handle locked up. Also, the knife blade would not advance. The device was removed by re-firing over the pt side with tx. There was no bleeding reported.

Manufacturer narrative:
Date initial report sent: 03/25/2008.